Event description:
Information received indicates the hi/low function is slowly drifting to the low position.

Manufacturer narrative:
The technician found grease has migrated to the hi/low drive brake drum, which is causing the drift. He cleaned the hi/low drive brake drum to repair the bed.